Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a teenager had a 5f powerpicc solo inserted tuesday (B)(6). It was a difficult insertion and was obstructed at subclavian. Flushing was difficult. Patient continues to have problems when device is flushed/aspirated. Both flush well, when one lumen is aspirated blood is also noticed in other lumen. PICC team have suggested fibrin sheath. . IV infusions have been carried out. (B)(6) 2021: there is a suggestion of communication between the device lumens and some flushing difficulty despite lumen patency.